Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). Three low speed distal to proximal treatments were performed. On the fourth treatment, high speed was used. It was observed the oad driveshaft and viperwire guide wire spring tip became close in proximity to one another and made contact, therefore, the physician moved the guide wire. However, the guide wire fractured. Attempts were made to retrieve the fractured component but this was unsuccessful. The physician determined it was too difficult to remove the fractured component, thus it was being left in-vivo. A stent was placed to entrap the component. The procedure was complete. The patient was in stable condition. There were no future plans to remove the fragment from the patient.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported contact between the oad and guide wire and resulting guide wire fracture are confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported contact between the oad and guide wire and resulting guide wire fracture appears to be related to user error. The guide wire was returned fractured at the spring tip. Detailed analysis of the fracture face shows evidence that the fracture occurred in a rotational direction. The guide wire fracture and location are consistent with complaint details which state "it was observed the oad driveshaft and viperwire guide wire spring tip became close in proximity to one another and made contact, therefore, the physician moved the guide wire. However, the guide wire fractured". The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿use fluoroscopy to monitor movement of the radiopaque diamondback 360 coronary orbital atherectomy device (oad) shaft tip in relation to the radiopaque viperwire guide wire spring tip. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. [If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.]¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply. H10: related report for the orbital atherectomy device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, moderately tortuous left anterior descending artery (lad). Three low speed distal to proximal treatments were performed. On the fourth treatment, high speed was used. It was observed the oad driveshaft and viperwire guide wire spring tip became close in proximity to one another and made contact, therefore, the physician moved the guide wire. However, the guide wire fractured. Attempts were made to retrieve the fractured component but this was unsuccessful. The physician determined it was too difficult to remove the fractured component, thus it was being left in-vivo. A stent was placed to entrap the component. The procedure was complete. The patient was in stable condition. There were no future plans to remove the fragment from the patient.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.